Event description:
It was reported that during use, the stopcock detached from the sheath introducer, with the intravenous tubing still connected to the stopcock. Just prior to the separation the patient collapsed while ambulating and suffered an air embolus. It is unclear if the collapse caused the separation or if the separation caused the air embolus, which then led to the collapse. The patient is now classified as "do not resuscitate".